Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 6513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included hypothyroidism, hypertension, anemia, oligohydramnios, asthma, bronchitis, urinary incontinence, nausea, change in bowel habits, diarrhea and dysfunctional uterine bleeding. Concomitant products included levothyroxine sodium (synthroid). In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and alopecia ("hair loss"). On an unknown date, the patient experienced mood swings ("mood swing"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash erythematous ("red rash on arms"), pruritus generalised ("body itchy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, alopecia, mood swings, pruritus generalised, bladder disorder, urinary tract disorder, allergy to metals and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, rash erythematous, fatigue, abdominal pain upper, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pelvic pain, pruritus generalised, rash erythematous, urinary tract disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received:the event mood swing, abnormal vaginal bleeding, menorrhagia, red rash on arms, body itchy, bladder problems, urinary problems, nickel allergy, dysmenorrhea, fatigue, stomach pain, back pain, cramping, she did not undergo essure confirmation test added.concurrent condition,lot number,concomitant medication,reporters,events outcome added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/severe bleeding") in a 28-year-old female patient who had essure (batch no. 6513-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included hypothyroidism, hypertension, anemia, oligohydramnios, asthma, bronchitis, urinary incontinence, nausea, change in bowel habits, diarrhea, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included levothyroxine sodium (synthroid) and medroxyprogesterone (depo provera). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), mood swings ("mood swing"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash erythematous ("red rash on arms"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). In (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pruritus generalised ("body itchy"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach pain"), back pain ("back pain"), abdominal pain lower ("cramping"), swelling ("swelling") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, alopecia, mood swings, pruritus generalised, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, swelling and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia, rash erythematous, fatigue, abdominal pain upper, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pelvic pain, pruritus generalised, rash erythematous, swelling, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6)2014, (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: essure noted. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received- new event swelling, weight loss were added. New reporter, height, historical and concomitant medication, concomitant condition, lab data were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 6513-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included hypothyroidism, hypertension, anemia, oligohydramnios, asthma, bronchitis, urinary incontinence, nausea, change in bowel habits, diarrhea and dysfunctional uterine bleeding. Concomitant products included levothyroxine sodium (synthroid). In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and alopecia ("hair loss"). On an unknown date, the patient experienced mood swings ("mood swing"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash erythematous ("red rash on arms"), pruritus generalised ("body itchy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, alopecia, mood swings, pruritus generalised, bladder disorder, urinary tract disorder, allergy to metals and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, rash erythematous, fatigue, abdominal pain upper, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pelvic pain, pruritus generalised, rash erythematous, urinary tract disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.